Manufacturer narrative:
(B)(4).

Event description:
On 09/23/2016 information was received indicating that the patient had voice issues immediately after their initial vns placement surgery on (B)(6) 2016. The patient sought the opinion of an ent who stated that the patient had permanent damage to anatomy in the area. The ent believed the cause of the damage was the intubation that occurred during surgery. No other relevant information has been obtained to date.